Event description:
A critically ill pt with a balloon pump was transferred from surgery to the ICU post open heart. An infusion of dopamine was started in the or. After the transfer, the infusion rate for the dopamine drip was repeatedly increased for low b/p without response. Other IV solutions were joined with a sequence of stopcocks to a common central line port. It was then observed that the dopamine solution container was very distended and it was noted that the IV tubing was loaded backwards through the infusion pump. When a new container of dopamine was hung and the IV tubing was loaded correctly the pt's b/p responded appropriately. No add'l pt intervention relating to the occurrence was required. The specific s/n for the infusion pump was not reported.